Event description:
It was reported that the customer initiated a bolus pre-bedtime and subsequently decrease their blood glucose (bg) level, value not provided. Reportedly, the customer¿s spouse assisted and called emergency services to assist the customer with their bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.